Manufacturer narrative:
Apoc incident # (B)(4).

Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reported unexpected results on I-stat pt/inr on a patient. There was no patient information available at the time of this report. Date: unk, method: I-stat, time: unk, inr: 8: date: unk, method: I-stat, time: unk, inr: 2. The customer states that repeat testing was performed at a different hospital location. Date, times and location of test is unknown at the time of this report. Return product is not available for investigation. The customer states that testing was done between the (B)(6) but the actual date/time is uncertain. Preliminary investigation on retains testing of I-stat pt/inr cartridge lot# f13308, was completed and product is performing to specification. The full investigation is pending. Based on the information available at the time there were no injuries associated with this event.